Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in rouen, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae and mycobacterium chelonae. There is no report of patient injury.

Manufacturer narrative:
H11: the laboratory report was not provided by customer as well as further information regarding heater cooler cleaning procedure, despite several attempts. No similar events were reported for complained unit since its installation in 2017. The root cause of the reported contamination could not be determined.